Manufacturer narrative:
The complaint component was returned and analyzed. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. Based on the determination that the damage was due to explant, it will not be considered a probable cause for this event because it is a secondary failure. The other cylinder and reservoir performed within specifications. The pump was not functionally tested due to the pump deflation ball and spring being misaligned. The product analysis confirmed a device malfunction due to a misaligned deflation ball and spring. No escalation is required based on the product analysis.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced with a new ipp. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available at the moment.